Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 37 mg/dl at the time of incident and high blood glucose value of 300 mg/dl. Customer did not mention any treatment and symptom related to low blood glucose level. The device will not be returned for analysis.